Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for pericardial effusion requiring surgery and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitraclip xtr clip delivery system (cds) was placed; however, right after clip deployment, the patient's blood pressure dropped and an effusion was noted (suspected small tear in the posterior side of the left ventricular wall). The patient underwent coronary artery bypass graft surgery and the observed tear was stitched; however, the patient expired. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a conclusive cause for the reported patient effects in this incident cannot be determined. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that, death was not directly related to the device and was a complication of surgery but the leaflet tear possibly caused by the device prompted the need for surgery. The reported patient effects of death, pericardial effusion and hypotension are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.